Event description:
In 2005, the lay patient contacted lifescan alleging that her one touch ultra meter was prompting an error 2 message when she applied blood to the test strip. Two days later, the medical affairs specialist (mas) spoke with the patient to obtain and verify the following information: the meter began prompting the error 2 message about two weeks ago. The pt discontinued testing with the meter after getting the error 2 prompt. Testing with a used test strip or a problem with the meter can cause the error 2 message. She also discontinued taking her daily dose of actos (oral diabetes medication) because she "ran out of the pills". She had been provided with samples of the medication previously and was unable to purchase more, due to the cost. "Last week" (she did not recall the specific date), she was feeling weak and went to the ER. A result of 195 mg/dl was obtained on the ER device and the pt was given a pill to "being her sugar down"; she did not know the name or dose of the pill. She was not treated with glucose as recorded in the customer service record. The patient has since received more medication samples and has resumed taking daily daibetes medication. The customer service agent (csa) was unable to complete product troubleshooting, as the patient did not have test strips. The meter, test strips, and control solution were replaced.